Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an over infusion of zosyn, which was set up as secondary infusion. The pump was reportedly programmed to run over four (4) hours however it was completed in two (2) hours. This was reported to bd representative during site visit. It was reported that "no further information available, no devices available for return." There was patient involvement but impact is unknown.